Event description:
A malfunction alarm was reported by the customer, with no notable events occurring beforehand. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring the malfunction did not recur. Customer was informed they could continue using the pump and advised to contact support if the issue reappeared.